Event description:
Rptr stated that caller from facility reported that the unit did not pass an internal facility testing protocol. In this protocol, each station is programmed to deliver 1.0 ml sterile water (sp grav 1.00) and the volume of each station and the total volume measured. The acceptable range for each station is 0.9 to 1.1 ml and the acceptable range for the total volume is 9.5 to 10.5 ml. This unit failed two individual station tests and testing was halted after 4 stations had pumped. The unit was sent to the MFR for evaluation. No pt involvement.

Manufacturer narrative:
Evaluation: the unit was tested as received. The unit passed all accuracy tests; however, it failed the chamber guard switch test. The complaint could not be duplicated. The unit was released to repair, where replacing the magnet on the chamber guard resolved the chamber guard switch failure. The unit passed qa final inspection.